Event description:
It was reported that during an open reduction internal fixation (orif)of the distal femur, the tip of the screwdriver broke off during screw tightening. The tip was retrieved and discarded. The surgeon used another screwdriver to complete the procedure with no adverse effect to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development event evaluation reveals, the design is acceptable. The part was received, an evaluation is not available. The design is proven and there is no indication of a design related issue with this complaint. The lot number is unknown therefore a review of the device history record could not be completed. This complaint is invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental mdra review of the device history records was performed and revealed that this article was manufactured according to the specifications. (B)(4)

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.the lot is available and a review of the DHR is currently in progressoriginal awareness date is 9/27/11. Awareness date of lot number is 10/6/2011.

Event description:
This is report 1 of 1 for complaint (B)(4).